Manufacturer narrative:
Isi has received one of the two sureform stapler 60 instruments associated with this complaint and completed investigations in this record. Failure analysis confirmed the clamping failure in the logs; however, could not replicate the failure. The instrument was found to have repeated clamping failures based on log review. The instrument was installed on an in-house system. The instrument passed initialization test. The instrument clamped and fired successfully. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020 logs show that sureform 60 stapler instrument with part number 480460-08, lot l90191126-0047 was installed 4 times (each install had a different color stapler 60 reload (white, blue, green, and black). There were eight clamping attempts and none of them had a successful clamp. Then they switched to another sureform 60 stapler instrument with part number 480460-08, lot l90191126-0100 and this instrument was installed 3 times (each install had a different color stapler 60 reload (blue, green, and black). There were zero completed clamps in 6 clamp attempts with the second sureform 60 stapler instrument. Each attempted clamp from both staplers was associated with a ¿tissue too thick to fire¿ message. A third party stapler was used to complete the procedure. The second sureform stapler 60 instrument (part number 480460-08, lot l90191126-0100) referenced in this event is reported in the MDR with patient identifier (B)(6). This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted pancreatectomy procedure, the patient developed a hematoma. As a result, the patient underwent a secondary robotic/laparoscopic surgical procedure to evacuate the hematoma with a splenectomy. However, at this time, the cause of the post-operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted pancreatectomy procedure, the sureform stapler 60 instrument being used by the surgeon would not clamp on the tissue. The surgeon tried four different sureform60 reloads; however, the issue persisted. The surgeon then used another sureform stapler 60 instrument with two different colored stapler 60 reloads; however, the issue persisted. The surgeon tried for a total of 45 minutes to get the two sureform stapler 60 instruments to work. The surgeon then completed the procedure with an ethicon stapler instrument (a 3rd-party manufacturer product) with a white reload and completed the procedure. The patient had a second surgical procedure the same day to address a possible bleed. On 10-february ¿ 2020, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained the following information regarding the reported event: on the first fire, a blue stapler 60 reload was installed on the sureform stapler 60 instrument, and the surgeon was trying to clamp at the splenic pancreatic junction. The robotics coordinator claimed that the sureform stapler 60 instrument would not close tight around the tissue. After a couple of attempts, the surgeon sized up the reload to a green stapler 60 reload. However, the issue persisted. Then they switched to a second sureform 60 stapler 60 instrument with different stapler 60 reload colors. It was alleged that there were partial clamps but the stapler instrument still would not "bite down" the whole tissue. The surgeon attempted in the same area for about forty-five minutes without success. Then the surgeon switched to an echelon stapler instrument loaded with a white reload and continued the procedure. The robotics coordinator confirmed the system did not generate any errors. The procedure was completed, and the patient was in the post anesthesia care unit (pacu) when the patient's blood pressure dropped, and she started vomiting. The patient was administered 500ml saline bolus, and then 250 cc albumin. Then, there was blood identified in the jackson pratt (jp) drain. Within approximately three hours of the initial procedure, the patient had a second laparoscopic/robotic procedure to address the bleeding. The surgeon tried controlling the bleeding in the spleen with surgicel and tissel (3rd-party manufacturer products); however, the bleeding was not controlled. The surgeon then controlled the bleeding by removing a part of the spleen. The estimated blood loss was about 500ml; one unit of packed rbc was administered to the patient. The patient is reported to be recovering and is still in the hospital. This second procedure was a "laparoscopic robotic evacuation of hematoma with splenectomy." The source and cause of the bleeding is unknown at this time. However, the surgeon speculated the cause of the bleeding experienced by the patient that led to the second procedure, could have been secondary to trauma on the tissue due to multiple clamping attempts with the sureform stapler 60 instruments. It was confirmed that the reloads were discarded, and there is no video recording of the procedure.

Manufacturer narrative:
Due to there being an allegation of a postoperative bleed potentially being related to a product problem, this complaint is being reclassified as both an adverse event and product problem rather than an adverse event as previously reported. Corrected information can be found in the following fields: b1 and h6 b1 updated from "adverse event" to "adverse event and product problem" h6 annex codes added for coding of the reported event.

Event description:
Refer to h10/h11 for follow-up information.